Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "implant didn't come out when sliding (slider defect)" during implantation in right eye. No eye injury reported.

Event description:
Additional information reported surgery was completed with a back-up device.